Event description:
A male patient developed a rash on his trunk after receiving the first injection of euflexxa. He developed a full body rash after the second injection. A biopsy in 2006, revealed: "erythroderma, r/o drug reaction, r/o ten; the findings are consistent with a mixed urticarial/eczematous hypersensitivity response to a systemic antigen, including a drug. "The rash resolved with prednisone rx. Causality: based on the temporal association between the development of the reported events, as well as a positive re-challenge; a causal relationship with euflexxa is probable.